Manufacturer narrative:
In some countries outside the us, customer information is not provided due to privacy laws. The model# was not provided.

Event description:
While getting her blood glucose sensor adjusted in the hospital, a (B)(6) customer received a blood glucose reading of 40mg/dl on the contour next link 2.4. She was also tested on a hospital meter and the reading was 135mg/dl. The customer did not exhibit hypoglycemic symptoms. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. There was no allegation of an adverse event. The country representative was advised to have the strips returned for evaluation.